Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. Reportedly, the customer loaded cold insulin into the cartridge. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 146 mg/dl.